Event description:
It was reported that the tactra device was the incorrect size for the patient. A surgical procedure was performed, and the device was removed and replaced. The device remained the same diameter but was shortened by two (2) centimeters. No patient complications have been reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of length too long was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of no problem detected was assigned to this investigation. B3: date of event is approximate